Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The was reported the pt underwent a surgical intervention on (B)(6) 2014 for a permanent implant. Since that time, the pt has experienced right groin pain. It was also reported stimulation in the groin area increases her pain. Follow-up info revealed the pt underwent additional surgical intervention on (B)(6) 2014, due to the pt's discomfort and CT scan, her lead was revised. The pt reports the groin pain has resolved and she has effective stimulation coverage postoperative.